Manufacturer narrative:
Lumenis investigated the reported event by contacting the canadian distributor clarion. No information was provided except for the initial report and device analysis. Clarion's service engineer visited the site and analyzed the device. He checked the coolant level, inspected and cleaned all optics, all power supplies were checked and the heat exchanger was within the specification. Also, he verified epi temp calibration for xc handpiece, the energy was within specification. He concluded the full functionality of the system. No malfunction was observed. Clinical evaluation wasn't done by lumenis as no incident forms were sent by the foreign facility. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Subject device malfunction is not the suspected cause of the adverse event reported. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted. Complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign facility reported on a patient who was allegedly badly burnt and blistered following treatment with a lumenis lightsheer desire xc system. The patient was advised to go to doctor and was administered polysporin and tylenol.